Event description:
The "gas loss" alarm sounded from the pump. The iab leaked. Blood was noted in the catheter. (Event complications: none from the event - reported 11/22/96). (Pt's current status: unk - rpt's 11/22/96).

Manufacturer narrative:
Evaluation summary underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.